Event description:
A total of 100 ml of contrast was injected into the patient's left antecubital vein. It was estimated that 75 ml of contrast extravasated under the eda patch. There was significant swelling at the extravasation site. The patient was treated with warm then cold compresses. No further medical intervention was required.